Event description:
It was reported that a patient came in for an appointment and upon interrogation and system diagnostics, had a high impedance error and low output current. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient had a full replacement. The explanted devices are not available for return for analysis.